Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user called for assistance with changing a 23-inch, 6 mm infusion set and cartridge after experiencing elevated blood glucose following dinner, with hyperglycemia attributed to an unclear cause and potential higher-than-usual food intake despite announcing the meal. Symptoms included high blood glucose. Outcomes included user self-management with monitoring and no hospitalization. Investigation included troubleshooting and education on infusion set and cartridge replacement and ongoing glucose monitoring. Investigation of this case revealed no confirmed device malfunction and a probable user- or therapy-related contributor, with glucose levels trending downward after guidance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.